Event description:
Caller reported that cartridge was damaged twice, and issues occurred last month on different days. There was no adverse impact to the customer's blood glucose level. Caller was able to successfully change cartridge and resume insulin therapy, and cartridge was unavailable for return, with caller acknowledging and understanding the situation.